Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery with mild calcification. The 5 x 150 mm supera stent was deployed; however, when the attempt was made to detach the stent, resistance was felt and the stent and tip became stuck with the sheath. The delivery system and the stent were removed; however, the tip separated in the superficial femoral artery (sfa). Medical devices were used to remove the tip and a new supera stent was used to treat the target lesion. There was no damage to the sfa and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and the reported tip detachment was confirmed. The deployment issue could not be confirmed as the stent had already been deployed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the reported deployment issue and tip detachment could not be determined. The additional non-surgical therapy and removal of foreign body is related to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.